Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that patient mentioned that they have a bunch of medical problems, the bladder problem was one of the side problems that they wanted to take care off. Patient mentioned that they were going to a pain specialist for the various pains they experience. However, they noted that being pricked in the butt for this was not fun. Later the patient was unable to complete their sentences and had thrown up three times very heavily during the night. The patient stated that they were in extreme pain. The patient's spouse stated that these symptoms started last night when they increased patient's stimulation before they went to bed all the way up to 6.0 and hit a limiter. The patient was advised to contact clinician for assistance. Support link assisted the patient's spouse in bringing the stimulation to 0.0 and slowly increasing until the patient can feel the stimulation. The patient was still unable to feel the stimulation and stated that their head felt like it was pounding on one side and was in extreme pain. When the therapy was turned off the patient could still feel the pain in their head. Patient's spouse stated that after the patient had their severe headache the other day their blood pressure was extremely high. They went to the emergency facility and then was admitted into the hospital. They had undergone numerous tests and may be released today. They have not tracked information and are scheduled to have the leads removed tomorrow.